Manufacturer narrative:
During inspection and testing, service could not confirm or duplicate the customer¿s reported issues (air inflating the balloon instead of water, and balloon not deflating). Further evaluation found a pinhole in the bending section cover (a-rubber), and the adhesive of the bending section cover was cracked. The bending angles were insufficient due to stretching of the angle wires. The up/down angle lock was not working, and there was play in the angle knob due to wear of the angle wire. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that when the balloon was inflated, air would enter the balloon, rather than water. It was also reported that the suction may not have been working, causing the balloon to not shrink (deflate). There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, it was observed that the ultrasonic probe surface was peeling. This report is being submitted for the malfunction found by service during the device evaluation [probe surface peeling].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Corrected to health professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the ultrasonic probe surface peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.